Event description:
During a hemiorrhoidectomy procedure, the device would not staple and would not cut. The mucous membrane was injured. They used another like device to complete the procedure. Procedure was prolonged.